Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse replaced the buffer valves and uptake and purge check valves. Fse calibrated analyzer and ran controls. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was related to the uptake check valve. A complaint history review for serial number (B)(4) was conducted from 15-dec-2014 through 15-jan-2016 for similar complaints. There were two (2) similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving c-gram issues with the g8 analyzer. Customer modified flow which did not resolve the issue. A field service engineer (fse) was dispatched. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.